Manufacturer narrative:
Product development investigation was completed. Five broken 2.4mm locking screws with unknown articles and lot numbers accompanied by an intact plate part # 04.111.631, va-lcp-2-column drp2.4 volar le shaft 3h were returned for investigation. All fine broken screws heads were blocked in the threaded screw bores of the plate. The broken off screw shafts showed damage threads on the broken side caused during the removal surgery. The broken screw shafts could not be correlated to the screw heads blocked in the plate. Because of the existing damage especially on the intersection between screw shafts and screw heads caused during post-op breakage and during the subsequent removal surgery a dimensional inspection and document/ specification review could not be conducted. The cause of the complained malfunction is a post-manufacturing caused breakage/ damage at the device, therefore no drawing/ specification review was needed. The complaint is confirmed as all five screw heads have broken off screw shafts with different lengths. Based on the condition of the products and the missing lot numbers a manufacturing conclusion cannot be presented. The most probable root cause is mechanical overload during post-operative healing process as all five screws have different lengths and therefore cannot be related to one and the same unknown article and/or lot number. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported (6) screws and a plate broke post-operatively. When the devices were received by the manufacturer for investigation, it was noted there were (5) broken screws and the plate was intact.

Manufacturer narrative:
Removal of broken screws is planned for (B)(6) 2017, unknown if the removal surgery has been performed yet. Neither material nor additional information received for investigation what makes a determination impossible. The received x-rays/pictures show various unknown screws broken inside the body; the complaint therefore has been determined to be confirmed. The available x-rays/pictures do not allow any determination of the breakage root cause of the unknown implants. All unknown products were not returned and no lot numbers were provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. Corrected report type from product problem only to adverse event and product problem. (B)(4).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient identifier nric: (B)(6). Patient age reported; date of birth reported as (B)(6). Weight reported, height reported as 185 cm, bmi of 25.7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was initially treated with a cast for fracture of the wrist that occurred on (B)(6) 2017. Subsequently had surgery with osteotomy of the distal radius and internal fixation for both the distal radius and ulnar styloid fracture on (B)(6) 2017 due to a malunited fracture from the initial cast treatment. The left carpal tunnel was also released and median nerve was also neurolysed and part of the flexor and extensor tendons was also tenolysed to allow better tendon gliding. The soft callus at the fracture site was then grafted into the distal radius fracture site. He subsequently underwent a planned removal of a k-wire from the ulnar styloid on the (B)(6) 2017. On (B)(6) 2017 the patient came for follow up with complaining of left ulnar sided wrist pain. X-rays of the left wrist showed broken screws through the neck of the jocking screws. Removal of broken screws from the implant is planned on an unknown date in (B)(6) 2017.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. This report is for (6) unknown broken screws 2.4 mm. For va-lcp 2-column distal radius plate/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient underwent wrist surgery on (B)(6) 2017. The doctor in charge used depuy synthes titanium variable angle (va) 2-column distal radius plate and 2.4 mm screws to secure the broken radius bone. After 3-months post surgery on (B)(6) 2017, x-ray shown the screws locked on the radius bone and plate has broken. The patient had an initial surgery on (B)(6) 2017 and was implanted with a depuy synthes titanium va-lcp 2 column distal radius plate with 2.4 mm screws. On (B)(6) 2017 the patient went for a post-op check and it was identified via x-ray that the six screws that lock on the top of the radius bone had broken. In addition, it was reported that the radial distal plate broke. This complaint involves 2 part. Concomitant parts: 1x unk plate, screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Legal manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Hospital information: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 7. Nov. 17: the implant will be removed but no date has been set yet for the removal.